Manufacturer narrative:
Title: remote ischemic preconditioning versus sham-control for prevention of anastomotic leakage after resection for rectal cancer (ripal trial): a pilot randomized controlled, triple-blinded monocenter trial source: international journal of colorectal disease (2024) 39:65 https://doi.org/10.1007/s00384-024-04637-4 published online 03 may 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study demonstrated the protective effect of remote ischemic preconditioning on anastomotic healing in patients with rectal cancer who underwent anterior resection between 2019 and 2022. Reconstruction was routinely performed by creating a side-to-end anastomosis using the eea 28 circular stapler with tri-staple technology. The standard reconstruction technique after intersphincteric resection was a handsewn coloanal anastomosis. In the remote ischemic preconditioning group, a blood pressure cuff was placed around an arm immediately prior to surgery and inflated to 200 mmhg or a pressure = 50 mmhg above the systolic pressure for five minutes and repeated three times. There were 54 patients in the study and complications included anastomotic leaks which were confirmed by endoscopic or computed tomography scan with rectal contrast investigations. One patient received computed tomography guided abdominal drainage, two patients received endoscopic vacuum therapy, one patient received both CT-guided abdominal drainage and endoscopic vacuum therapy, whereas two patients only required endoscopic vacuum therapy.